Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the top of multiple cartridges leaked. A new cartridge was successfully loaded to address the event. Reportedly, the customer could not remember if the blood glucose level was adversely impacted.